Manufacturer narrative:
(B)(4). Device manufacture date: 06/01/2015 - 06/05/2015. A companion sample was received and an evaluation was performed to investigate the reported event. During visual inspection, the sponge was found to be intact inside the minicap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue could not be verified. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap was missing the sponge. There was no report of patient injury or medical intervention associated with this event. No additional information is available.